Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On (B)(6) 2011, the smss sent a letter requesting the patient contact medical surveillance. On (B)(6) 2011 at 11:30 am, the patient exposed the reported meter to steam and afterwards the meter would not power on. Thirty minutes later, the patient experienced the symptoms of panic and "hypoglycemia"; specific symptoms were not provided. The patient tested her blood glucose level using a second meter and obtained the reading of 34 mg/dl. The patient administered self-treatment by drinking juice; she did not seek any medical attention. It would have been helpful to determine the patient's specific symptoms, if the second meter was a backup meter, at what time the patient obtained the 34 mg/dl reading on the second meter, and her blood glucose readings prior to this event. The meter and test strips were replaced. The patient allowed fluid intrusion into the meter, which the manufacturer warns customers against in the owner's booklet. The patient experienced symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.